Event description:
It was reported that the patient presented for in clinic follow-up. Device interrogation revealed that the right ventricular (rv) lead exhibited low pacing impedance and decreased sensing. The physician explanted and replaced the rv lead. There were no patient consequences reported.

Manufacturer narrative:
Further information was requested but not received.